Manufacturer narrative:
The device was not returned to solventum for analysis; therefore, the root cause could not be determined. Based on the problem description and photo provided, the reported issue is a spike leak. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported the tubing on a 3m¿ ranger¿ blood/fluid warming high flow set could be pulled out from the spike while infusing blood products, resulting in the blood product leaking onto the anesthesiologist. No injuries or medical interventions were required due to the alleged malfunction.